Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were inspected. Pre-filled test was performed and reservoirs passed per specification, no air bubbles were observed. O-ring was checked for defects and none were noticed.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 54 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime and different reservoir. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer requested to have box of reservoir replaced due to having trouble with reservoir from other box as well. Reservoir would be replaced. No further information provided.